Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. During log review it was observed that the user acknowledged some of the alerts before the alert was triggered. The global receiver communication tool test was performed and it passed. A receiver functional test was performed and passed relevant testing. Manual "try it" testing was performed and passed vibrator mode. The receiver case was opened for an internal visual inspection and passed. The vibrator intermittent test was performed and passed . Vibrator resistance was measured and found to be within specification. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.